Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complaint alleged that while attempting to monitor a pt (age and gender unk), the device's display was frozen. Complainant indicated that the clinician obtained another device to continue treating the pt. Complaint indicated that there was no adverse effect to the pt due to the reported malfunction.